Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 18mm amplatzer muscular vsd occluder was chosen for implant. During device deployment, the device touched the atrioventricular (av) connection area, causing a complete heart block. The patient had a course of asystole and was provided with a temporary pacemaker. Underlying rhythm returned. The device was implanted. The patient status was reported as stable.

Manufacturer narrative:
An event for the patient effects of cardiac arrest and heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, a cause for the reported cardiac arrest could not be determined. The patient effect of heart block appears to be related to procedural conditions. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.